Manufacturer narrative:
Batch review performed on 15 november 2019: lot 101808: 20 items manufactured and released on 26-jul-2010. Expiration date: 2015-06-30. No anomalies found related to the problem. To date, 19 the items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed 7 years after the primary due to instability due to a loose stem. The surgeon decided to revise the patient, and during the revision surgery noticed that there was no bone growth on the stem. The surgeon revised the stem, head, and liner and the surgery was completed successfully.